Event description:
It was reported that the ilet displayed alert 60 indicating a bluetooth communication error, persisted after multiple restarts and supply replacements, consistent with a failure to read an input signal associated with the circuit board; replacement supplies and a replacement ilet were arranged, and best practices for setup were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed signal loss consistent with a device communication issue traced to the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.